Event description:
Reporter indicated the patient's vns device was turned off to facilitate a MRI and that the patient was "admitted after going into status epilepticus and has developed an anoxic brain injury." Further follow-up with the treating physician indicated that 5 days previous to the report that the patient's device had been turned off for an MRI, the patient "presented to the hospital emergency room with severe status epilepticus and a ph of 6.7. The patient was promptly given fluid volume and seizures resuscitated with intubation and placed a tlc and arterial line. She was given volume resuscitation. She was given ativan, phenytoin and phenobarbital for seizure control, which controlled this over the next 24 hours." The status epilepticus was stabilized. The patient was "neurologically devastated" and "failed to regain more than brain stem reflexes over the next week in hospitalization." Life support was discussed with the family and subsequently, she was allowed to expire.